Event description:
The user received a questionable hcg (human chorionic gonadotropin) result for one patient sample. The initial result was 813.3 miu/ml with a data flag and was reported outside the laboratory. The physician questioned the result and the sample was repeated on (B)(6) 2010. The repeat result was >10000 miu/ml with a data flag and upon dilution was 132063 miu/ml with a data flag. Due to the erroneous result, the patient was redrawn on (B)(6) 2010 and the hcg result was >10000 miu/ml. No adverse events were alleged regarding the discrepancy. The hcg reagent lot number was 15739702. The field service representative was unable to duplicate the issue. He checked the adjustments and performed system checks. To verify the analyzer operation, he ran performance tests.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality control results were within expectations. Assay performance checks were within specification. It was noted the customer may be using a centrifugation time that is too short. The customer is using a centrifugation time of 5 minutes. 10 to 15 minutes is recommended for greiner gel plasma tubes. No adverse events were reported.